Manufacturer narrative:
The unique identifier (UDI) # information is not available since the device was manufactured before 10/18/2015 ¿ date of implementation of UDI in manufacturing.

Event description:
It was reported that the anesthesia system's pressure transducer was defective. It is unknown whether the issue occurred during clinical use or system checkout (sco) as it's impossible for the moment to determine if a patient was involved. Manufacturer's reference #: (B)(4).